Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, loss of right atrial capture and lead dislodgement was observed. The patient was reported in good condition and thus the physician elected to reprogram the device to vvi therapy only. No complications nor negative effects were exhibited and all other parameters were normal.